Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine leiomyoma, adenomyosis, nabothian cyst and uterine fibroid. Previously administered products included for an unreported indication: lexapro and birth control pill. Concomitant products included levonorgestrel (mirena). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia"), depression ("psychological or psychiatric problems - depression"), anxiety ("psychological or psychiatric problems - depression"), migraine ("migraines / headaches"), headache ("migraines / headaches") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (davinci laparoscopic hysterectomy total, salpingectomy bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved, the depression, anxiety, migraine and dysfunctional uterine bleeding outcome was unknown and the headache was resolving. The reporter considered anxiety, depression, dysfunctional uterine bleeding, genital haemorrhage, headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion, fallopian tube occlusion with essure implants. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysfunction uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: pfs and mr received. Events per pfs: abnormal bleeding (general); abnormal bleeding (vaginal, menorrhagia); psychological or psychiatric problems - depression/anxiety; migraines / headaches, dysfunctional uterine bleeding. Concomitant medications were added, patient's medical history was added. Upgraded to incident. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.